Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine of an unknown concentration at an unknown dose via an implantable infusion pump. It was reported that on an unknown date the pump had multiple motor stalls and it was unknown if any environmental/external/patient factors may have led or contributed to the issue. As troubleshooting, the hcp attempted to refill the pump and found that 40 ml of drug was still in the pump. As an intervention/action the hcp referred the patient for surgical intervention. It was unknown if surgical intervention was planned or scheduled at this time. The issue was not resolved at the time of this report. The pump was still implanted and remained in service at this time and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient's identifying information and the serial number of the pump were reported. The motor stalls first started to occur on (B)(6) 2016. The logs showed multiple motor stalls and recoveries between (B)(6) 2016 and (B)(6) 2016 with multiple stopped pump period may exceed tube set warnings. The patient experienced increased pain in relation to the motor stalls. As an action/intervention the patient was referred to another hcp and the manufacturer's representative was notified.